Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot #: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins). It was reported the patient came in for programming and had abnormal impedances on the right lead. The doctor ordered an xray to examine extensions. They did not find anything abnormal. No symptoms or complications were reported or anticipated.

Event description:
Additional information received from a healthcare provider (hcp) indicated the patient's settings were l gpi: c+0-1- a: 2.3 pw: 120 r: 180 imp/curr: 413 /5.245; r gpi: 8+9- a: 2.1 pw: 120 r: 180 imp/curr: high/ low. The impedance results were left gpi:c <(>&<)> 0 582, c <(>&<)> 1 679, c <(>&<)> 2 755, c <(>&<)> 3 ¿ >40,000, 0 <(>&<)> 1 840, 0 <(>&<)> 2 1038, 0 <(>&<)> 3 >40,000, 1 <(>&<)> 2 975, 1 <(>&<)> 3 >40,000, 2 <(>&<)> 3 >40,000; right gpi: c <(>&<)> 8 516, c <(>&<)> 9 >40,000, c <(>&<)> 10 >40,000, c <(>&<)> 11 >40 ,000, 8 <(>&<)> 9 >40,000 ,8 <(>&<)> 10 >40,000 ,8 <(>&<)> 11 >40,000 ,9 <(>&<)> 10 >40,000, 9 <(>&<)> 11 >40,000, 10 <(>&<)> 11 >40,000.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the managing neurologist had requested that they wanted to share the x-ray images with a deep brain stimulation (dbs) engineer and/or technical services to verify if they might see something that radiology at the clinic had missed. The rep contacted technical services and connected the clinic. No findings had been known from the situation at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.